Event description:
It was reported, "as we were putting a 4.0 locking screw into the proximal lat. Tibial plate, it would not seat. When the surgeon attempted to seat further, the screw head sheered off." No adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.